Event description:
It was reported that the battery pack heated up during a procedure. There were no adverse consequences associated with this event. The procedure was successfully completed with this device.

Manufacturer narrative:
The device has not yet been rec'd by the MFR for investigation. If the device is rec'd, a follow up report will be filed.